Manufacturer narrative:
Device received with intermittent button response due to flattened express bolus, esc, act, up and down button dome switch (creased). No button error alarm during testing. No unlocked lcd keypad connector. Device passed displacement test and self test. Device received with missing end cap sticker and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had stopped working and customer was hospitalized. Customer called that during therapy in hospital as they tried to deliver bolus but the insulin pump buttons stopped working. Insulin pump had a keypad buttons did not respond due to button error or keypad anomaly. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.